Event description:
It was reported that the pt suffered an inflammation unresponsive to antibiotic treatment with retro-auricular wound dehiscence and partial implant rejection. The pt was explanted on (B)(6) 2014 and re-implantation will be decided upon outcome of antibiotics treatment and allergy test for implant materials.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.